Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor ended start a new sensor¿ error message after 7 days of wearing the adc freestyle libre sensor. As a result, the customer was unable to obtain sensor scans and he did not feel well. The customer was treated with glucose gel by a non-hcp the customer was not feeling well, therefore, the ambulance was called. Upon their arrival, blood glucose of 20 mg/dl was obtained on the hcp meter and the customer was treated with half litter glucose solution for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.